Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18mar2019. The fse performed troubleshooting and determined the internal battery required replacement. The fse replaced the battery (customer had a spare) and allowed the unit to charge overnight. The following day, the fse confirmed this resolved the issue.

Event description:
It was reported that when the manufacturer's field service engineer (fse) was performing maintenance on the device, the unit would not power on. There was no patient involvement. Event date not specified; estimate used.